Event description:
"The distal clear shaft was detached in left anterior descending during percutaneous transluminal angioplasty procedure. Fortunately the shaft could be removed with the wire and guiding catheter". No intervention required. No pt injury. Malfunction that may cause or contribute to serious injury if it were to recur.